Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received insulin occlusion alerts while using an inset infusion set, with delivery resumed initially and a subsequent occlusion alarm occurring until a full supply change was performed, after which insulin delivery was resumed. Symptoms included hyperglycemia with a reported highest glucose of 267 mg/dl and elevated glucose above 180 mg/dl for about 12 hours, without reported ketosis, loss of consciousness, or other acute complications. Outcomes included transient hyperglycemia that impacted glucose control without the need for professional medical intervention or back-up therapy. Investigation included troubleshooting and education, inspection of the removed infusion set by the user who observed a bent cannula, and confirmation that replacing the infusion set and supplies resolved the alarms. Investigation of this case revealed an insulin flow obstruction consistent with an infusion set occlusion, likely related to a bent cannula, with resolution after supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion that resolved with replacement.